Event description:
It was reported that the patient bought the product from (B)(6) and applied to her wounded area on her hands and around her fingers but noticed after just a few hours, her skin became macerated. Patient said this film is not breathable and cannot be kept on the skin for long as indicated on the packaging. She used it on small cuts. The customer removed the dressing as soon as she noticed maceration and she let the area dry out. There was no treatment required to treat the event.

Manufacturer narrative:
Our investigation into the complaint has now concluded. No samples were received for this complaint therefore visual inspection could not be performed. A device history record review was carried out for the lot supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. Insufficient information was provided to allow for a full clinical investigation, however, opsite flexifix is marketed as a protective fixation film for all kinds of dressings and is not to be used on open wounds per the product information sheet. The reported use of the dressing outside of the indications and instructions for use was the contributing factor to the reported event. The reported maceration was transient in nature as the patient "just removed and let dry out" and no medical treatment was required. On this occasion, the product has not been used as intended, which has consequently lead to the maceration seen in this case. Smith and nephew are continually investigating ways to develop and improve our products and we will continue to monitor for any adverse trends relating to this product range.